Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation. Photographic analysis: based on the photo evidence of the subject tlc75 device the root cause of the issue cannot be determined. The following information was requested, but unavailable: can you please confirm the procedure? What were the indications for surgery? Were there staple formation issues noted in primary procedure? Was the surgeon able to identify where on staple line there was an opening? Were there any other stapling devices used in procedure? How was leak diagnosed? What is the current patient status? Would the surgeon be willing to speak with engineering and medical? Who fired the instrument? Was the user trained on the usage of ethicon devices? How many firings were made in the initial procedure ? Did the leak occurred on the 2nd , 3rd, etc firing? Are they cleaning the device in between firing (rinse in sterile solution)? Was the instrument new or re- sterilized (if yes? In- house or 3rd party? Response to questions above: no additional information is available.

Event description:
It was reported that during an unknown procedure, removing of intestinal loops, next day staple line got open, took new instrument tct75, no further information is available another like device was used to complete the procedure. There were no adverse consequences for the patient reported.